Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding. Additionally, the endoscope was found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on the illumination of the button pack assembly. The endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located near the endoscope housing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, there was a recoverable error on universal surgical manipulator (usm) 3 when the 30-degree endoscope plus was being switched from 30 degree up to 30 degree down and the image became inverted. The customer reseated the endoscope on the endoscope controller (ec) and the usm, but the issue persisted. The customer eventually switched out the endoscope resolving the issue. The procedure continued as planned with no reported patient injury.